Manufacturer narrative:
The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a dark display. The customer stated they received a new screen, and it still was black after install. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the display was very dark, and they had replaced liquid-crystal display (lcd) assembly, but the problem persisted. The rse advised the customer that the 2nd gen lcd installed is not compatible with the older v60 with 1st gen lcd and advised the customer to replace the entire user interface (ui) assembly with software greater than 2.00 to correct the issue. The rse provided the customer with the part ID for the ui assembly. Resolution and disposition are pending - investigation is ongoing.